Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an associated lead revision procedure, the physician had difficulty disconnecting the right ventricular lead from the pulse generator header. The pulse generator was explanted and replaced. The patient was doing fine post procedure.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test lead into the pulse generator header and the lead insertion force used to insert the lead was out of specification for the product.